Event description:
Notified 5/21/2008 of pt/pts. Daughter still have large supply of heparin flush at home. Family/physician concern if recent hospitalizations are related to heparin contaminant (possible). Heparin 500 units given prn at home line patency.